Manufacturer narrative:
H4: the device was manufactured from may 28, 2022 - may 29, 2022. H10: two devices were received for evaluation containing 62ml and 112ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse. The issue was identified during patient infusion. The device was filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.